Event description:
Note: co's product labeling and clinical guidelines require testing of the device for leaks and blockage prior to use on pts. Hosp reported that during a case the anesthesiologist squeezed the breathing bag and noticed that the bag had not reinflated and air was heard escaping from the bushing of the breathing bag. The hosp reported that the breathing bag was immediately replaced, the case was continued with no negative outcome to the pt. The hosp reported that after the case they checked and found a split in the breathing bag bushing. A second incident ocurred; however, no details available for the second incident.